Event description:
It was reported via literature that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a watchman laa closure device was implanted. The patient was placed on warfarin anticoagulation for 45 days following the implantation of the closure device. Follow up transesophageal echocardiography (tee) during the 45 day follow up appointment showed a stable closure device in the laa. Warfarin was discontinued, and the patient was placed on dual antiplatelet therapy consisting of aspirin and clopidogrel. The patient remained on dual antiplatelet therapy for 6 months before discontinuing clopidogrel. Tee performed 1 year post implant revealed a new 1.8cm thrombus on the closure device. The patient was then restarted on anticoagulation with rivaroxaban. Follow up tee performed 1 month and 5 months post discovery of the thrombus showed persistent thrombus despite anticoagulation and aspirin. Two years post implant of the closure device, the patient remained on anticoagulation in addition to aspirin for persistent thrombus.

Manufacturer narrative:
Literature citation: martini s, masood f, chaus a, et al. Just won't go away - persistent device related thrombus on left atrial appendage closure device. J am coll cardiol. 2021 may, 77 (18_supplement_1) 2399.https://doi.org/10.1016/s0735-1097(21)03754-2. Date of event - estimated as (B)(6) 2021 as the article was published in 2021. Implant date- estimated as (B)(6) 2020 as the article was published in 2021 and the implant occurred approximately one year prior to the noted thrombus event.